Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6)product type accessory product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received a patient receiving fentanyl (unknown concentration and dose), bupivacaine (unknown concentration and dose), and unknown morphine (unknown concentration and dose) via an implantable pump. The indications for use were non-malignant pain and post-laminectomy pain. It was reported that the patient stated sometimes it takes forever to connect to deliver a bolus. The patient stated sometimes the get the message that states they cannot locate the pump. The manufacturer's patient services specialist (pss) reviewed considerations for telemetry and communicator placement best practices. While on the call, the patient was able to successfully connect to the pump. The patient will monitor the issue after applying considerations reviewed, they will call back if issue persists. The patient mentioned they are able to connect usually much faster right after a refill than when the pump is closer to empty/the next refill appointment.